Manufacturer narrative:
Additional information provided in b.5., b.6., b.7. And d.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the consumer indicating that she saw a physician and after dilation and examination, it was concluded that the iol had been spot on. The rx for distance and astigmatism were correct, the iol was in the correct position and the yag looked fine. The physician thought the consumer may be getting light distortions due to the haptics, where they attach to the iol. A prescription eyedrop was given to slightly reduce the pupil size to see if it would help with symptoms. The consumer reported that after using the eyedrops, she is no longer getting starbursts, but just a very minor halo and near, intermediate, and distance vision is now clear.

Manufacturer narrative:
A sample device was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, they had great vision at all distances for two weeks, then experienced loss of near and intermediate distance. The consumer saw a retinologist and was cleared to have a yag capsulotomy. The patient still experienced blurry vision, halos especially viewing green light and drop shadows for near and intermediate distances. The consumer was told that there was protein on the iol. Information was received from the retina specialist indicating the patient's was evaluated due to a post vitreous detachment and the patient symptoms were unrelated to her retina. The surgeon noted the patient had a posterior capsule haze, lattice degeneration and post vitreous detachment.